Event description:
It was reported that an infusor under infused. The device had a total volume of 240ml. After 50 hours of patient use, there was still 100ml remained. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One filled sample was received containing no fluid in the bladder. A functional flow rate test was conducted on the sample. The flow rate was found to be within the specification range of the product. Based on the evaluation finding, the reported problem was not confirmed. The cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.